Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment and leak testing revealed a battery compartment crack. No moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump battery compartment was damaged. The reporter indicated that moisture was observed inside of the pump. There were no noted power issues associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.